Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported material puncture or hole issue. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model 0600520 chronic catheter allegedly experienced material puncture/hole. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The female patient is (B)(6) old and weighs 5 kgs.